Event description:
The pt had symptomatic cholelithiasis and underwent an elective laparoscopic cholecystectomy. During a laparoscopic cholecystectomy, the surgeon used a 10mm laparoscope, placing an additional 5mm epigastric port under direct visualization. (The 5mm endoclip applier) as he was initially clipping the cystic duct, no clip came out. Upon second attempt to clip, two clips came out of the clip applier. Upon third attempt, no clip came out; fourth attempt, no clip came out. Fifth attempt, two clips came out. At this point, the surgeon requested another product to complete the procedure. Product removed from room. Clips removed and discarded. Manufacturer rep noticed.